Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented to the clinic. Stimulation was not seen and could not be reproduced in clinic. No intervention was reported.